Manufacturer narrative:
(B)(6). Two (2) samples were received for evaluation. Visual inspection revealed that one of the 3-way stopcocks was cracked. No cracks were noted on the other stopcock. Functional testing was performed by filling a syringe with water, attaching to the stopcock, and applying pressure to the syringe. The stopcock with the crack was found to leak. No leaks were noted from the second stopcock. The reported condition was verified for one stopcock. The cause of the condition was not determined. The reported condition was not verified for the second stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.